Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some of the clinicians at osf health system provided feedback that they had noticed the foley tubing did not quite have the quality it used to and they found that it kinked more easily. This had been frustrating at times for them but they mentioned that no patient harm occurred so they did not report it.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to operator error - tight bundles. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that some of the clinicians at osf health system provided feedback that they had noticed the foley tubing did not quite have the quality it used to and they found that it kinked more easily. This had been frustrating at times for them but they mentioned that no patient harm occurred so they did not report it.